Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was received without the back panel secured with any screws. The pcb was not secured with any screws, just by the wire connections. The air detector door had a broken hinge. The device was missing the return tube. The connector for the power wires was broken. The connector for the membrane switch was broken. The dual thermistor in the bottom socket barely reached the connection on the pcb, stretching one of the wires taut. Visual inspection confirmed the customer's complaint, as one of the power wires was damaged. The root cause was due to customer damage: one of the screws to secure a wire was over-tightened. As a result, the connector was replaced along with some other damaged components. The device passed tests per (B)(4) after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device needs a connector to put ac main to the board. There was no patient involvement and no patient harm/adverse event reported.